Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The sealant was located 152mm from the balloon proximal tip. The distal sealant (grip tip) was stuck to the polyimide shaft. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge, tamps locks and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1330203) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause of failure to deploy could not be conclusively determined.

Event description:
The following info was reported: physician stated that the shuttle became jammed in the sheath while shuttling down sealant. Technician stated that the physician may not have simply shuttled down far enough. In any case, when the physician retracted the sheath, all that was there was the wire and not the white tube. Patient converted to 15 minutes of manual compression with no further issues. Stick location: common femoral artery.